Manufacturer narrative:
Corrected data: previously stated micro_tech endoscopy, 5864 interface drive, ann arbor, mi 48103, us fax (734)272-4160, changed to address in china.

Event description:
This is a voluntary distributor report .

Manufacturer narrative:
Distributor narrative. The manufacturer, micro-tech, is responsible for performing evaluation, investigation and any remedial actions related to the reported device issue per agreement with conmed corporation this issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
This is a voluntary distributor report: the customer reported that part of the dc0235w left a half circle shaped piece of metal in the patient and was not retrieved. This occurred during the clip deployment and the fragment was noticed after the deployment. Additional information provided stated that this occurred during an emr procedure. The metal fragment that was left behind was part of the clip applier. There was no delay in surgery, the piece was left in the intestine as it will pass naturally. This report is being raised based on device malfunction with potential for injury upon reoccurrence.